Manufacturer narrative:
Conclusions: no evaluation will be performed.

Event description:
A letter was received from (B)(6) stating that the tegaderm i.v. Transparent film dressing with border and mastisol skin adhesive were the two products applied at the entry site of the nerve block on three pts. These pts developed red, itchy skin reactions and received medical treatment. This pt was seen by an allergist and dermatologist and was then treated with mupirocin ointment, triamcinolone ointment and doxycycline antibiotic. This pt was also given IV steroids and placed on an oral steroid taper dose. Recommendation was for the pt to list liquid adhesive as an allergy in her medical record.